Manufacturer narrative:
(B)(4). At a later date, destructive analysis was performed on this device. The device case was opened to facilitate detailed testing of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry (note: this is not indicative of compromised low voltage capacitors). Evidence of a ¿soft¿ short was found within the battery, resulting in a partial depletion of the battery. A soft short occurs as a result of high impedance and may take weeks, months or years to drain a battery (in comparison to a hard short that may drain a battery in a matter of minutes or hours). Investigation of this failure mechanism has demonstrated that the shorting condition occurs between a single anode and cathode layer within the battery, causing the battery to be drawn down more quickly than expected. This subsequent testing confirmed that the accelerated depletion of this device¿s battery occurred due to a latent current leakage path within the battery, not as a result of compromised low voltage capacitors.

Event description:
Additional information was received confirming that the device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a low voltage alert displayed upon interrogation. A save memory to disk was performed and analyzed which confirmed a device anomaly. Boston scientific technical services (ts) discussed issue and recommended device replacement. The patient was scheduled for a device change. At this time, this product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.